Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. The caller had a new pump and planned to set it up immediately, having delayed this since the current pump was still functioning properly, while technical support agreed to replace the malfunctioning pump. The customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.